Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in january 2010. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. A review of the device history revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.